Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley with exposed internal wires. There was not material missing. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument grips were manually manipulated. The instrument passed the electrical continuity test on 3 out of 3 attempts. The complaint was confirmed by failure analysis. .

Event description:
It was reported that prior to the start of a da vinci-assisted low anterior resection surgical procedure, the fenestrated bipolar forceps instrument was observed to have a damaged conductor wire. The planned procedure was completed using a backup instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information on the reported issue; however, no further additional information is available.